Event description:
During the preuse check the surgeon observed that the external carotid balloon was slow in deflating. The device was not used on the patient. This is report 3 of 3.

Manufacturer narrative:
We have received the complaint device for evaluation. When the common carotid balloon was inflated with 1.5 cc of air, it deflated slowly. The common carotid balloon failed to deflate completely. When the common carotid balloon was inflated with 1.5 cc of liquid, the balloon deflated quickly. After the balloon successfully deflated, the slow deflation no longer was reproduced. When the balloon was re-inflated, it deflated properly each time. Based on our device evaluation, it is possible that a blockage occurred within the device and injecting fluid cleared the blockage. No debris or blockages were observed within the device. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. The malfunction was detected during the pre-use check. Please note that we have also submitted manufacturer incident report number 1220948-2022-00071 and 1220948-2022-00072 relating to two other pruitt f3 carotid shunt malfunctions that occurred at the same hospital.